Event description:
It was reported that a pump was alarmed for a system error 322. There was no pt harm or incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no occurrence of system error 322. A review of the history log confirmed the reported symptom. However, evaluation was unable to determine the cause. Eval of known contributions to system error 322 led to the determination that the upper and lower aux were failing components. As a result, the upper and lower aux were replaced.